Event description:
It was reported that the pump touch screen was frozen on the bolus and load menu and was unresponsive to touch. There was no reported impact to customer's blood glucose. No attional patient or event information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.